Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported failure to deploy (device malposition) could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
Event date estimated. The device will not be returning and location of device was not provided. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. Attachment: user facility medwatch report number 0300060000-2020-8007.

Event description:
Information provide via user facility medwatch: describe event or problem: device failed to deploy correctly after insertion into patient. Device removed and second device inserted and deployed without issue.